Event description:
The pt reported experiencing elevated blood glucose of 280 mg/dl on (B)(6) 2010. She bolused through the infusion device but was unable to lower her blood glucose. During the night e6 (mechanical) error was displayed on the infusion device and she changed the insulin cartridge and infusion set to clear the error. While priming the infusion set, e10 (cartridge) error was displayed. She was able to clear the e10 but her blood glucose remained elevated. On (B)(6) 2010 at 5:00 am, she switched to her backup infusion device and she injected insulin via pen. Her normal blood glucose range is 100-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Event description:
Reporter alleged that compact strips were labeled with an expiration date of "8/2010". The manufacturer's records show the actual expiration date to be 03/31/2010. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.